Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Dual clean head broke [device breakage]. No adverse event [no adverse event]. Case description: a consumer reported purchasing for their husband of unspecified age an oral-b professional care rechargeable toothbrush, and the oral-b dual clean brushhead broke. The consumer elaborated that the triangle part came off and that the logo didn't scratch off. No symptoms developed.